Manufacturer narrative:
Initial MDR was submitted with acknowledgments not returned so resubmission was attempted to ensure proper processing. Resubmission failed as a duplicate so it is understood that although the acknowledgments were not returned, the initial MDR was received and processed. Carefusion then became aware that a supplemental report was required as a result for completed device evaluation. Device evaluation: a carefusion field service representative (fsr) went onsite at the reporter's facility to evaluate the suspect device. Upon inspection, the fsr found that the touch screen was unresponsive. The front panel was replaced. The touch screen issue was resolved and the unit passed the operator verification procedure, per manufacture specifications. The reported issue of low tidal volumes was unable to be duplicated.

Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported "the touch screen was not responding" on the vela ventilator. The front panel was replaced, and the reported issue was resolved. The customer did not provide patient information. At this time, it is unknown whether there is a patient involvement. There has been no report of any patient consequence associated with this event.